Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was frayed at the distal idlers. The frayed strands stuck out at the instrument's wrist. The other cables at the instrument's wrist were intact and undamaged. The conductor wires were not damaged. No other damage was found.

Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, a frayed wire was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.